Manufacturer narrative:
(B)(4). UDI# (B)(4). The reported complaint for "blood in the helium driveline - iab rupture" is not able to be confirmed. The product was not returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " blood in the helium driveline -iab rupture". Additional information states that the iab rupture was confirmed (right femoral) and the iab catheter was removed. The user stated that the plan was to insert a new iab into the left femoral site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI# : UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported " blood in the helium driveline -iab rupture". Additional information states that the iab rupture was confirmed (right femoral) and the iab catheter was removed. The user stated that the plan was to insert a new iab into the left femoral site. The patient's current condition is reported as "fine".